Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The display and power controller boards were replaced.

Event description:
The hospital reported that, during a case, the unit shut down. The anesthesia machine was reportedly swapped out. There was no reported patient injury.